Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a missing tamper seal. During analysis, the reported customer's concern regarding "over infusion" was not able to be confirmed, the unit was actually found to be under infusing at -4%, the expulsor was found to be out of tolerance. Service will replace the expulsor to correct the problem found. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow test (+8.9% & +9.1%). No patient was involved in this event. No adverse effects were reported.